Manufacturer narrative:
Additional information: the customer reported that the device was repaired with new mainboard installed. The device was working and returned to clinical use.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator does not work as it should. The system showed vent inop (inoperable) and motor fault alarms with turbine differential pressure and exhalation pressure calibration. There is no patient involvement with the event.